Manufacturer narrative:
(B)(4): the customer reported the monitor generated a visual "speaker malf." Inop. No pt harm was reported. The philips field service engineer verified that there was a loss of audio function, and speaker replacement resolved the problem. The device labeling adequately warns users not to rely solely on audible alarming and specifies close personal observation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported, the monitor generated a visual "speaker malf." Inop. No pt harm was reported.